Event description:
It was reported that after catheter insertion 3 weeks, cuff was found loosened and catheter moved outside partly.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A chr review showed four other similar product complaint file(s) from this lot. (271532, 271534, 271537, 271541).